Event description:
At hosp, marlex mesh was implanted for incisional hernia in 1992. In 2004, general surgeon at hosp reports, bowels attached to marlex mesh with scar tissue. Surgeon did not feel it was safe to cut away the scar tissue as it would only worsen the condition. Dr. Has dates on record. Since medication did not stop the pain I have been living with it.